Manufacturer narrative:
(B)(4).

Event description:
The anchor's eyelet broke during the surgery making impossible the tightening of the suture. The anchor remained in the humeral head. The procedure was ended with another anchor. No further information can be obtained for this case.